Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported an unspecified alarm was observed. Technical services reviewed the submitted log files, which revealed no external power alarms while tethered on a mobile power unit. It was reported that these alarms were caused by the patient accidentally disconnecting from the power source. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power event while connected to an mpu, was confirmed in the submitted log file and customer communications. Technical service reviewed the file and replied to the customer. There was a loss of external power event while operating on the mpu. The event lasted at most 11 seconds; the backup battery in the controller powered the system during the event period. The mpu was the external power source prior to and after the event. Per follow-up communications with the customer, the loss of external power event was due to the patient accidentally disconnecting (power cable leads) from the mpu. No product was returned for evaluation. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The mpu assembly (pn 108285) was made in (B)(6) 2015. The unit was packaged (pn 107754) and placed into stock on (B)(6) 2015. The unit had been shipped to the customer in (B)(6) 2015. The mpu was last serviced on (B)(6) 2017 ¿ ver 1.02 upgrade. Per patient equipment records, the mpu was assigned to the patient on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.